Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, on (B)(6) 2023 the customer went to the emergency room (ER) with a blood glucose (bg) level of 528 mg/dl. Customer attempted to address the elevated (bg) by delivering a manual insulin injection. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and customer was released the same day. Reportedly, the customer had ¿some¿ kidney damage. Tandem technical support performed a system check and the pump is functioning as intended.